Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n304995, implanted: (B)(6) 2011, explanted: (b)(6 2013, product type: accessory. (B)(4).

Event description:
It was reported that the patient stimulation in the rib area from their implantable neurostimulator (ins) and was getting less than 50% therapy relief due to migration of the lead. It was also reported that there were 2 instances of an overdischarge condition on their ins with premature depletion of the battery due to patient non-compliance with recharging. The ins, lead, and anchor were explanted and replaced. The patient status was reported as no injury or adverse event. If additional information is received, a follow-up report will be sent.